Event description:
A psc032 (f14483) reperfusion catheter was compressed. There was nothing damaged on the package. The pt is ok, they recognized it during the operation, but the initial reporter said that it worked.

Manufacturer narrative:
Technical evaluation: the unit was returned for a compression of the proximal shaft. The incident report stated that the compression was not noticed until after the catheter was in use and that the procedure was successfully completed using this unit. The compression point is 13.0 cm distal of the end of the strain relief. In addition, the catheter is set in a 45 degree bend approximately 1.0 cm from the strain relief. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on aug 28, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l14483). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14483) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.